Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a whitescreen error. The device was returned to the biomedical department with a note that stated, "whitescreen, software error." No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During test at the user facility after the device was powered on, the device alarmed with a whitescreen error. No additional information was provided.